Event description:
During a routine check by the customer, the pump failed the safety disk leak test. No pt was involved.

Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative assisted the customer over the phone and instructed the customer to secure all luer fittings on crm and use a different end cap for the leak test. Customer called back and confirmed the safety disk leak passed test. Customer returned the device to service. (B)(4).